Event description:
Radiologist who have utilized this item have repeatedly experienced a situation in which the introducer needle, once inserted, will not accommodate the biopsy device that is packaged with and intended to function with the introducer needle. It appears that the gauge or size of the biopsy device is at times incorrectly matched to the corresponding introducer. As a result, the radiologist must interrupt the procedure to open one or more additional packages to locate a device that is accurately sized for the previously inserted introducer needle.